Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately five years. Based on the follow-up with the health-care provider, the explant was due to mitral regurgitation and not related to any device malfunction. Per the operative report, the patient was admitted to the hospital twice in the past three months for congestive heart failure exacerbations. Echocardiogram demonstrated moderate mitral regurgitation with moderate-to-severe tricuspid regurgitation and trivial aortic insufficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was discarded by the health-care professional; therefore, the reported regurgitation could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.